Event description:
It was reported that the atrial lead exhibited high thresholds and no capture. The lead was reprogrammed to off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).